Event description:
The patient reported their teladoc blood pressure monitor read 20 points higher compared to a manual reading at their doctor's office taken simultaneously. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood pressure monitor.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Manufacturer narrative:
The patient was sent a replace blood pressure monitor to resolve this issue. The livongo blood pressure monitor has yet to be returned for investigation a supplemental report will be filed if the device is returned by the patient.

Event description:
The patient reported their teladoc blood pressure monitor read 20 points higher compared to a manual reading at their doctor's office taken simultaneously. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood pressure monitor.